Event description:
On (B)(6) 2015, the reporter contacted animas alleging a time and date issue. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2015 - additional information: additional information from the reporter indicated that the pump was not holding correct information.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.